Manufacturer narrative:
The device was returned for evaluation. The pump was returned assembled with the driveline cut approximately 2.25¿ from the pump housing. Two sections of the distal portion of the driveline measuring 10.5¿ and 6¿, respectively, were also returned for analysis. The report that the patient cut through the driveline could not conclusively be confirmed through this evaluation. However, the analysis of the patient¿s log file revealed that power was removed from the system on (B)(6) 2016 at 14:45. The pump appeared to be functioning as intended until (B)(6) 2016 at 11:19 when the low speed and low flow hazard alarms became active, a driveline disconnect was recorded, and the pump¿s motor stopped. The file then ends at 14:45 when the driveline was disconnected, the ¿no external power¿ alarm was flagged, and the ebb was activated. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the vad coordinator that after the pump exchange on (B)(6) 2016, the patient was alive but was neurologically impaired. Neurology ruled that it was due to anoxic damage. The family decided to request a do not resuscitate and the pump was turned off (B)(6) 2016. The patient was transferred to hospice died a few days later on (B)(6) 2016.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home and found with a complete fracture of the driveline. The patient experienced unspecified symptoms. It was reported that the family suspected that the patient cut the driveline. The patient was admitted and underwent a pump exchange. Review of the submitted log file by the manufacturer's technical services representative revealed the pump was running as expected with no alarms or events up until a driveline disconnect event was recorded at 11:19 am on (B)(6) 2016.

Manufacturer narrative:
Additional patient codes (death, anoxia). Type of reportable event.